Manufacturer narrative:
An investigation was performed that determined damages to the lens face was a result of accidental user damage. There was no indication of either non-conforming material or no indication of design anomaly requiring further action.

Event description:
As part of CAPA 5677695, it was identified that retrospective review activities were warranted for intracavity transducer damage if physically split, fractured, or contains sharp edges on the transducer, regardless of whether the device is in clinical use. Philips ultrasound is reporting this complaint as part of the retrospective review completed for intracavity transducer damage. It was reported the c10-3v transducer had damage to the lens with exposed circuitry. This was associated with an epiq 7 ultrasound system. This issue was found outside of clinical use and there was no patient or user harm associated with this event. A replacement part was shipped directly to the customer to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.